Manufacturer narrative:
Device evaluated by MFR: upon receipt at boston scientific's post market laboratory, the faradrive sheath was visually inspected. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve. The damaged hemostatic valve (i.e., torn outer valve) was likely the leak path for the air ingress observed in the faradrive steerable sheath during the procedure.

Event description:
It was reported that air bubbles were visualized. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The faradrive sheath was flushed, the dilator was inserted, and the sheath was inserted into the patient's femoral vein. The sheath was advanced transseptal into the left atrium. The dilator was removed from the sheath, and the sheath was attempted to be aspirated. During aspiration, air bubbles leaked into the sheath through the hemostatic valve and were noticed in the flushing line and syringe. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific's post market laboratory.

Event description:
It was reported that air bubbles were visualized. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The faradrive sheath was flushed, the dilator was inserted, and the sheath was inserted into the patient's femoral vein. The sheath was advanced transseptal into the left atrium. The dilator was removed from the sheath, and the sheath was attempted to be aspirated. During aspiration, air bubbles leaked into the sheath through the hemostatic valve and were noticed in the flushing line and syringe. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
A conclusion has yet to be established as the investigation is incomplete.